Manufacturer narrative:
This report is being field under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the manufacture arjo hospital equipment (B)(4), number 9611530. Manufacturer complaint number: (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Inspected unit and found a broken castor, repld and tos. This equipment was voluntarily tagged out for service by the customer and not used with patients; it is unlikely there was any potential for injury.